Manufacturer narrative:
The cobas 6000 c (501) module serial number is (B)(6). The investigation is still ongoing.

Event description:
There was an allegation of a questionable calcium gen. 2 result from the cobas 6000 c (501) module. The initial result 4.4 mg/dl, and the repeat result which was run on another c501 was 7.8 mg/dl. A new sample was drawn and the result was 8.2 mg/dl. The repeat result of 7.8 mg/dl was deemed to be correct.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The alarm trace contained a conspicuous event, an alarm for abnormal probe sucking which is consistent with poor sample quality. A field service engineer (fse) checked all pressures and water levels and performed mechanical functional checks on the system. The gear pump pressure was adjusted. The fse replaced the blank cell valve, and the sample probe and ion selective electrode probe were adjusted. The system passed a hardware check by the test performance, calcium precision, calibration, and qc. The investigation determined that the service action resolved the issue.